Event description:
It was reported that unexpected receiver shutdown occurred on a receiver with an unknown serial number. However, a receiver with a serial number of (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A receiver charge test was performed and failed as the receiver charged only to 95% after more than 3 hours of charging. A receiver boot test was performed and passed. Functional tests were not performed due to the failed charge test. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could was determined to be a defective battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.